Event description:
This lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that the caller is from (B)(6) and they have patient scheduled for today to remove both leads and device for... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).